Event description:
The pt reported the following by phone: in 2003, the pt was implanted with a 24mm bifurcated hemashield graft (hwdv or hmdv type unknown at this time). The graft was implanted for an abdominal aortic aneurysm (aaa) procedure in an aortic bilateral iliac configuration. In 2004, dissecting aneurysms of the abdominal aorta, the thoracic aorta and the implanted graft were diagnosed by cat scan. A 6.3cm and other dissecting aneurysms were found from the xiphoid process down through the thoracic aorta and to the abdominal iliac arteries. The pt has an appointment with a vascular surgeon in 9/2004 and was already told pt would need additional surgery.